Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07330. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapsed and mesh was implanted. It was reported that the patient had concurrent procedures of a bilateral sacral-spinous fixation, anterior and posterior colporrhaphy and moskowitz culdoplasty performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, bleeding, infection, erosion, nausea. It was also reported that the patient underwent removal on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 with concurrent placement of bioderm graft (cook medical) on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07330. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2010. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 concurrently with placement of acell matristem pelvic floor matrix graft.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.